Event description:
It was reported that the patient failed to follow therapy steps during peritoneal dialysis (pd) therapy. The patient had connected when the homechoice displayed ¿connect bags¿ and was connected to the setup during priming. The technical service representative informed the patient that they should not be connected during prime and advised to discard all the supplies and start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
(B)(4). It was reported that the patient was connected during priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.